Event description:
It was reported to boston scientific corporation, on (B)(6) 2009, that a prolieve temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure. Post-procedure, it was noticed that there was a crack near the handle of the rtm. No changes in temperature were reported during the case. The users are unsure if the rtm cracked when they tightened the device inside the patient or if it cracked while placing the device inside the patient. The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of rtm temperature out-of-specification. The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve temperature monitor, was returned and was visually inspected. Two of the connector pins were bent, and the temperature bulb was cracked. There was no evidence of separation or excess glue. Condensation was observed inside of the probe. There was no other evidence of damage or imperfections. Functional testing revealed that the temperature readings were out of specification, which was most probably caused by the condensation in the bulb. A crack in the bulb of the rtm can allow water to enter the rtm, which would affect the temperature reading. The serial number (B)(4) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. (B)(4).